Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to moisture damage force sensor resistor. Unable to perform functional testing due to motor error alarm anomaly. No motor position encoder error alarm in the alarm history screen. The motor passed motor test. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for motor error. The customer states their blood glucose level had ran between 300mg/dl and 600mg/dl. The customer believes their level to be 350mg/dl. Troubleshoot was conducted and the customer was advised the pump would be replaced and returned for analysis. The customer declined to troubleshoot for the highs.